Manufacturer narrative:
It was reported to manufacturer that "balloon did not deflate properly". Device was not returned for evaluation. There was no patient harm reported.

Event description:
On 08sep2022, manufacturer became aware of the event, described as "balloon did not deflate properly". Procedure was performed on (B)(6) 2022.